Manufacturer narrative:
While hospitalized, the customer was treated with intravenous saline and glucose. Reportedly, approximately 2 liters of glucose fluid were administered intravenously.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: logs were reviewed for 7/14/2020. Blood glucose (bg) values decreased from 243 mg/dl to 56 mg/dl with a low of 52 mg/dl by the continuous glucose monitor (cgm) from 5:36:14 pm to 8:36:16 pm on (B)(6) 2020. The lowest bg observed on (B)(6) 2020 was 52 mg/dl. Cgm alert 1 (cgm low alert) enunciated at 6:46:14 pm, 7:11:15 pm, 8:11:14 pm and 8:41:14 pm. From 5:37:49 pm to 8:22:03 pm, seven boluses of size 15 units were requested. The screen was successfully unlocked prior to each bolus. The user entered a carb size greater than 750 grams for all but one bolus, resulting in a max bolus of 15 units. The user made every bolus request while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence in the logs that the device over-delivered insulin. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 36 mg/dl. The paramedics were called and treated the customer with glucagon. Subsequently, the customer was hospitalized. Customer was treated with unspecified intravenous fluids. Customer was released from the hospital on 7/15/2020 with no permanent damage. Reportedly, the pump delivered multiple unintended boluses without user request. Tandem technical support reviewed pump data and verified that the pump functioned as intended and boluses were requested by the user, however, the customer maintained that the pump did not function as intended and boluses were not requested by the user. Reportedly, the customer continued to use the pump for insulin therapy.